Manufacturer narrative:
The customer did the eval and repair of the product.

Event description:
It was reported by svc report that the bed needed the coupler for the lift motor. No pt involvement or adverse consequences are reported.